Manufacturer narrative:
Other, other text: investigation completed on a smiths ambulatory infusion ambulatory infusion pumps/cadd solis vip pumps - 2120 alarm error was verified during testing and revealed event log (B)(6) 2020 7:26:23 am medium alarm displayed: loss of power occurred while running. This was isolated to a loose screw. Action was taken to remove loose screw and clear error code.device passed all functional testing.

Event description:
Summary of investigation completed and in h 10. Additional information h 6.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had multiple error history and had a power loss while pump was on. No adverse effects were reported.